Event description:
It was reported that the pump exhibited a system failure, positive supply background test. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Mfg name: corrected one device was returned for analysis of complaint of ¿positive supply background test.¿ review of event log found positive supply background test. No additional relevant information was found in the service history. Visual and functional testing was performed. Complaint was confirmed during start up test of device and review of device error log. Replaced main board per troubleshooting procedure. Probable cause of error is main board error.